Event description:
Prior to a routine device replacement procedure, it was noted there was a loss of capture on the left ventricular (lv) lead. Diagnostic imaging was performed and a lv lead dislodgement was noted. The lv lead was reprogrammed to resolve the event. A lv lead replacement is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.